Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inappropriate shock due to noise/oversensing was seen involving this device. The device was programmed to the secondary vector during this time. A review of the device data by technical services (ts) as well as x-ray images suspected possible lead mechanical damage and needs for a system revision and lead replacement. A review of the x-ray images confirmed no connection issue with the device and lead. The system was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention required. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that an inappropriate shock due to noise/oversensing was seen involving this device. The device was programmed to the secondary vector during this time. A review of the device data by technical services (ts) as well as x-ray images suspected possible lead mechanical damage and needs for a system revision and lead replacement. A review of the x-ray images confirmed no connection issue with the device and lead. The system was subsequently explanted and will be returned. No additional adverse patient effects were reported.